Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The fse proactively cleaned the tubing of ise unit, water tank and electrodes. The fse found that calibration slopes were out of range. The fse indicated that sodium electrode and chloride electrode had been used close to one year. The probable cause is identified as use error due to the electrodes using over recommended time (six months), resulting in malfunction of the electrodes. The electrodes were replaced to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case- (B)(4).

Event description:
The customer reported the generation of erratic ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their (B)(4) clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.